Manufacturer narrative:
H6: the door switch was returned to the manufacturer for analysis. Analysis determined that the report complaint was unable to be confirmed, however, visual inspection of door switch assembly showed the returned assembly was incomplete. The plunger part of the switch was not returned with the assembly. Codes b01, c07 and d02 apply to this analysis. The lot number of product ID bi71000166 was received. The lot number is 399059 rev. 2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000674. Product ID: bi71000166. A medtronic representative went to the site to test the equipment. Inspection revealed that the door switch in the gantry opening was damaged. The door switch was replaced. The gantry door slides were also replaced due to noise during door operation. The teflon strips were worn. The system passed checkouts once repair was completed. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an imaging system being used prior to a sacroiliac and thoracolumbar procedure. It was reported that the pendant indicated that the gantry was open despite the gantry being closed. The site tried rebooting, and opening and closing the gantry several times with no luck. Because they didn't get the imaging system working, they took the patient for a computed tomography (CT) scan to continue the surgery. There was a 45-minute delay and no impact on the patient outcome. The patient was awake and not under anesthesia during the delay. The use of medtronic imaging and navigation were aborted.